Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunction was found during the device evaluation: light source cable failure. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there is no illumination light was due to one of the ends of the cable being disconnected, causing light source does not control the light. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source cold light source no longer emits light. There were no reports of patient harm.